Event description:
The customer reports that she experienced an event where she was grunting in her sleep and incontinent. Her bg result was 290mg/dl on either the accu-chek advantage system or the accu-chek compact plus system. The customer could not recall which system produced the result. Her fiance treated her by pouring syrup in her mouth. The customer also fell and broke her coccyx. The paramedics were called and tested the customer. Her bg was 33mg/dl on the professional meter. She was taken to the hosp where her bg was 26mg/dl. At the hosp, she received an injection of "d12" and felt better 15 minutes after treatment. She was also given food to eat. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for the accu-chek advantage system suspect device, reference medwatch with a1 pt for the accu-chek compact plus system suspect device.